Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch, of which we manufactured and almost distributed in the market (B)(4) units. There are (B)(4) units in our stock. We have received two cases of the same code-batch, from the same customer, at the same time, regarding different issues. We have received 36 closed samples from our stock. We have tested the knot pull tensile strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia: 3.13 kgf in average and 2.90 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). These values are in the usual range for this thread and size. We have not found splitting on thread surface on the closed samples received before and after performing tests. Sewing test on artificial skin tissue has been conducted with the closed samples received from stock and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one before and after sewing test. As stated in the instruction for use of the product: 'the surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints in any of the other products manufactured with the same thread raw material batch used in the production of the affected code-batch. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from stock fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received from stock. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with premicron suture. The client reported that during an aortic valve replacement in a patient with recurrence and on calcific ring, one of the thread became completely frayed and the suture had to be re-stitched at a delicate site resulting in longer surgical time. No further information has been received.